Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a left hemicolectomy on (B)(6) 2026. A leak test result was negative, and the anastomosis was not leaking any content. The patient was in good condition, but blood tests were ordered, the results of which showed abnormal values. An x-ray was performed, which revealed an anastomotic leak in the posterior region of the staple line. The staple line opened at the end-to-end anastomosis. Additional surgery was performed on (B)(6) 2026, and the patient has a permanent colostomy. The patient requires to have another liver operation and cancer treatment (chemotherapy and radiotherapy).